Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties downloading java. Customer also reported that after settings were changed due to sensor, blood glucose readings were between 300 mg/dl and 500 mg/dl. Customer treated with bolus delivery. Customer would reprogram settings.